Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received required repair, replacement of worn internal parts, and needed to be machined to add heli-coils to the large starburst threads. This unit is beyond integra's 7 years recommended life cycle. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An integra account manager reported on behalf of the customer that one side of the mayfield skull clamp (a1059) was cross threaded and would not advance when they tried to screw it in the swivel adaptor. There was no patient involvement and no surgical delay.